Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low results for urea, calcium and hdl that repeated in the normal range. Only the discrepant result for urea was reported outside the laboratory. The initial result was 1.3 mmol/l. The repeat result was 24 mmol/l. The patient was not affected due to the incorrect result. The urea reagent lot number and expiration date were requested, but were not provided. The field service representative found perforated rinse tubing and incorrect flowset levels. He repaired the tubing, flushed the cell blank line and set the flowset levels. Qc was performed twice and was ok. The system was checked and was ok.